Event description:
3 month old premature infant undergoing code in nicu; after code completed, it was noted that the pulmanex ambu bag air tubing was not connected. Manometer also not attached. Bagging result: air going out of air tubing and not into pt. Pt is noted to have neurological deficit post procedure. Report filed because of smda requirement.